Manufacturer narrative:
Determination of root cause: assessment: report of spelling was handled via phone and a tm (territory manager) was not dispatched. Log file review shows no difficulty tracking a pupil on the fourth case of (B) (6) 2009, however, a later case shows several opm 1 messages (no pupil detected). For that case, once the pupil was found, the case was completed without any breaks, and no other system messages appeared. Conclusion: the root cause is external to the laser, specifically, individual patient characteristics. (B) (4)

Event description:
Adverse event: surgical interruption. Malfunction: tracker problem. The system operator reported that the system had difficulty engaging the tracker, on one patient, and mentioned that the delay in starting the procedure was very minimal. Additional follow-up information was received. The system operator stated that he was able to fully engage the tracker, and the procedure was completed uneventfully. The surgeon stated that no patients were injured by this event.